Event description:
Customer reported that 70 pts had elevated (erroneous) coagulation results. Two pts had delayed surgery and one pt had hospital stay which was lengthened by 2 days.

Manufacturer narrative:
Events occurred between (B)(6) 2012. Sample have been rec'd and is under investigation. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.